Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed as error 224 occurred due to a faulty cable. The most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): "the following table shows the possible causes of and countermeasures against troubles that may occur due to equipment setting errors or deterioration of consumables. Troubles or failures due to other causes than those listed below should be serviced. As repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair following the instructions given in section 5.4, ¿returning the camera head for repair." Reference page 38 as per IFU. "If the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation." Reference page 10 as per IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during procedure preparation there was a connection error and the subject device did not present an image. There were no reports of patient harm.